Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. Complaint history review was completed and there was one previous system error complaint on this device. Analysis of the returned device was completed on 3/28/2024. The results are below: the event log was reviewed, and there was a line that indicated an abrupt power off took place without any alert or alarm. It took place 21.1 ml into an 87.3 ml infusion, there is a log_event_on without a log_event_off line before it. Refer to the event log attached to the record. During functional testing, the reported problem was duplicated. A new 87.3 ml infusion was started, and the pump powered off right away. A new battery was put into the pump, battery reset was completed, and the infusion was restarted again. The issue was repeated even with a brand-new battery put into the pump. The reported issue of abrupt power off was confirmed. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Manufacturer narrative:
There was only one change in this MDR followup2. In section g3 of this MDR, date received by manufacturer should be 26 march 2024, rather than blank as in followup1. The followup2 was initiated to rectify the date in g3. Reference to complaint # (B)(4) followup2.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.